Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the was not able to connect to patient's scs ipg. Reportedly, the patient was recently implanted and when the company representative met with the patient to turn therapy on connection with the ipg could not established. The representative attempted troubleshoot but the issue persisted. Follow up identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored.